Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was noted that the complete lead was returned with dried blood throughout the lumen and the helix mechanism extended. Cuts were observed in the outer insulation at 130 to 133 mm from the terminal pin, which was most likely due to the removal of the suture sleeve. The cathode coil was also found to be fractured at 162 mm from the terminal pin and was most likely due to the suture sleeve tie down. Analysis confirmed the field allegation that the helix mechanism would not retract, which was attributed to the cathode coil fracture. Analysis was not able to confirm the field allegation of noise.

Event description:
Boston scientific crm received information that the right atrial (ra) and right ventricular (rv) leads were explanted due to noise. The helix mechanism on both leads would not retract using the fixation tool. The helixes on the ra and rv leads were retracted only by the physician rotating the leads by hand. New ra and rv leads were successfully implanted. No adverse patient effects were reported.